Event description:
Report #3 of 3 for this event. It was reported via legal documentation a patient underwent a left total knee arthroplasty. Subsequently, one (1) year later, the patient underwent a revision of the tibial insert and femoral components. No medical or clinical information was provided. Additionally, it was reported via legal documentation that the patient continues to experience daily knee pain and discomfort which limit activities of daily living and including but not limited to gait impairment; poor balance; difficulty walking; component part loosening; metallosis; soft tissue damage; infection. No additional information is available.